Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A "try it" sound test was not performed and failed. A sound test using the global receiver communication tool was performed and failed. Functional tests were performed and the audio test failed. The audio speaker resistance was measured and failed. The receiver log was downloaded and reviewed finding no data within the investigation window. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.